Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the device was explanted under general anaesthesia on (B)(6) 2022. The patient was reimplanted with another cochlear device.